Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) stopped compressions was confirmed based on the archive data review but not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform worked as intended. Visual inspection of the returned platform revealed a cracked front enclosure, unrelated to the reported complaint. This observed physical damage appeared to be characteristic of harsh impacts due to user mishandling. The damaged front enclosure was replaced to address the issue. A review of the archive data showed the platform performed 1772 compressions for more than 38 minutes using the autopulse battery (sn (B)(6)) without any interruptions, followed by user advisory (ua) 20 (position out of range), (ua) 45 (not at "home" position after power-on/restart), and fault code 28 (loss of clutch connectivity) error messages, unrelated to the reported complaint, just before the battery capacity was depleted to 248 maa. The platform displayed (ua) 04 (battery too low) and powered off. Further review of the archive data showed, unrelated to the reported complaint, that the platform was powered on three hours later using two fully charged batteries and displayed a (ua) 12 (lifeband not present) error message with no weight on the platform. All error messages were cleared by the customer, and they were not reproduced during the functional testing. The user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse user advisory list guide, user advisory (ua) 20 occurs due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power on restart) is not resolved properly, it leads to (ua) 20 because the driveshaft is not restored at its "home" position. To clear a (ua) 20, return the driveshaft to its "home" position using the platform's administrative menu. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a (ua) 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the autopulse user advisory list, fault code 28 alerts when the brake and clutch monitoring circuit detects a loss of connectivity on the brake driving circuit. This typically occurs if there is an internal component error or malfunction. If no internal component failure is detected, this error message can be cleared when the user presses restart. The (ua) 04 error message indicates that the battery's remaining capacity drops below 250 mah. To clear the error message, replace the battery and place the removed battery into the multi-chemistry charger (mcc).  Per the autopulse hangtag - advisory codes description and action, user advisory 12 indicates that autopulse has detected that the lifeband is not correctly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion.   The platform passed the initial functional testing without any fault or error. In addition, the autopulse platform was subjected to the run in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 42 minutes without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The autopulse platform (sn (B)(6)) was used with the autopulse li-ion battery (sn (B)(6)) to resuscitate the patient in a cardiac arrest. The platform stopped due to the failed battery, and the crew switched to the second autopulse li-ion battery (sn (B)(6)); however, the second battery did not work. The crew immediately reverted to manual CPR. The patient's status information was requested, but the customer did not provide a response. Back at the station, the platform was tested and prompted the user to replace the battery when multiple batteries were used. Please see the following related MFR reports: MFR 3010617000-2024-00038 for autopulse battery 1 of 2 (sn (B)(6)). MFR 3010617000-2024-00034 for autopulse battery 2 of 2 (sn (B)(6)).